Event description:
An international health professional reported a patient went into anaphylactic shock just after an examination with a laryngofiberscope. The laryngofiberscope was disinfected with disopa solution. Multiple follow up attempts to gather further information about the status and treatment of the patient have been unsuccessful. Asp will continue to follow up and should additional information be received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Ni

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the batch record, visual analysis, supplier evaluation, trending of the product malfunction code, system risk analysis and retains testing. ¿the batch record was not reviewed as the lot number was not provided. ¿a visual analysis was not performed as the product was not returned for evaluation. ¿supplier evaluation was not required or performed as the issue was not related to product function or manufacturing. ¿the trend for the product malfunction code of allergy reaction was assessed from april 2014 through march 2015 and did not reveal a significant trend. ¿the sra was reviewed for a hazard of "exposure to toxic or corrosive material" and a harm of "skin/bone reaction," and the risk was determined to be low. Retain testing was not performed as the lot number is unknown and the issue was not related to product function or manufacturing. The assignable cause is unknown at this time due to limited information from the customer. However, the likely assignable cause is direct contact with disopa due to inadequate rinsing since a skin allergy test showed positive for disopa. A customer letter will be sent providing information on proper handling procedures when using cidex® disopa. Should additional information become available, asp will reopen the complaint for investigation. Review of tracking and trending data did not reveal a trend. No further action is necessary at this time.

Manufacturer narrative:
Patient identifier: (B)(6). Age at time of event: (B)(6). Sex: added "male", weight: (B)(6). Other relevant history, including preexisting medical conditions: added "layngeal cancer". Addtional information was received from the international affiliate. The patient involved did not go into anaphylactic shock after an examination with a laryngofiberscope. On (B)(6) 2014, after the procedure was performed, the patient went back to his home and experienced a rash. The rash disappeared without any medical treatment. This reportable event is being revised from a "serious injury" to a "malfunction." Adverse event or product problem: corrected "adverse event" to "product problem". Outcomes attributed to adverse event: unselected "required intervention to prevent permanent impairment/damage". Date of event: corrected date from (B)(6) 2015 to (B)(6) 2014. (B)(4). Type of reportable event: corrected type from "serious injury" to "malfunction".